Manufacturer narrative:
The glidescope core 15-inch monitor was returned to verathon for evaluation along with a glidescope bflex 5.8 bronchoscope. A verathon technical service representative evaluated the returned core 15-inch monitor and was able to reproduce the poor image issue. When the core 15-inch monitor was attached to a known good test quickconnect cable and the customer's bflex 5.8 bronchoscope, the image produced had dark bars, a grey / red image and a split screen. When the test quickconnect cable and the customer's bflex 5.8 bronchoscope was moved to the core 15-inch monitor's opposite port, the image froze. The camera image quality test was performed and failed. On completion of evaluation, the devices were sent to verathon medical (B)(4) for further analysis. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the screen started to shiver, turned blue and then turned black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
G3, g6, h2, h10. The glidescope core 15-inch monitor was returned to verathon for evaluation along with a glidescope bflex 5.8 bronchoscope. A verathon technical service representative evaluated the returned core 15-inch monitor and was able to reproduce the poor image issue. When the core 15-inch monitor was attached to a known good test quickconnect cable and the customer's bflex 5.8 bronchoscope, the image produced had dark bars, a grey / red image and a split screen. Verathon has completed its investigation of the reported dark image issue for the combination of the glidescope 15-inch monitor in conjunction with a glidescope bflex single-use bronchoscope in CAPA-2021-0003. Measurements of the analog video signal were taken when a dark image was displayed. The analog video clock signal timing was observed to be delayed, resulting in the transmission of the dark image. A design review was conducted, the delay was determined to be result of two resistor sets in the bflex receptacle. Improving one or both resistor sets was shown to reduce or eliminate the instances of dark image. Verification samples were produced with the component improvements made on the bflex receptacle, design verification was completed, and an engineering change order (eco) was released to implement the changes. As part of the investigation a post launch risk assessment (plra) was performed. The plra determined that the observed severity and probability of occurrence for this failure mode were in alignment with the predicted severity and probability of occurrence. During the plra, complaint data was reviewed. In all instances the user completed an unplug/plug sequence to restore functionality or switched to a backup device to complete the procedure. No adverse events were reported. Based on this review of the system risk assessment and the complaint data no additional action is required, verathon will continue to monitor for trends. All forward production incorporates this change.